Event description:
Distributor contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014, patient removed sensor pod and was unable to locate sensor wire. Distributor did not report any injury or medical intervention at the time of contact with dexcom technical support.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. However, evaluation of the device confirmed the reported complaint of a missing sensor wire was confirmed. The root cause was determined to e a missing sensor wire from the housing puck.